Event description:
A site representative reported that while in a spinal fusion procedure, the radiology tech took an anterior posterior (ap) image, saved it, then took a lateral image which displayed superimposed over the ap image. A second lateral image displayed correctly. The site proceeded to do a 3d spin with no issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight was unavailable from the site. (B)(4) 2012 medtronic representative at the site, replaced ias computer / cp paxscan / pendant / mvs ups batteries. Performed an o-arm system check-out, all areas passed. Issue resolved. This issue was documented in a medtronic anomaly tracking database.